Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)"), embedded device ("3rd coil was seen imbedded within the myometrium(per mr)"), device expulsion ("3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in a 38-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain (severe.), fibromyalgia (lupus.), menorrhagia and heavy periods (large clots in heavy menses.). Concomitant products included vicodin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, 1 year 10 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain / pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy), surgery (underwent a laparoscopic supracervical hysterectomy), surgery and surgery (underwent hysterectomy with. 'Bilateral salpingectomy due to complication). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, device dislocation, genital haemorrhage, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain and uterine pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion". Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Added event dysmenorrhea (cramping), perforation (uterus), fallopian tube perforation and abdominal pain. Updated events and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)"), embedded device ("3rd coil was seen imbedded within the myometrium(per mr)"), device expulsion ("3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in a 36-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain (severe.), fibromyalgia (lupus.), menorrhagia and heavy periods (large clots in heavy menses.). Concomitant products included alprazolam (xanax) and vicodin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced pelvic pain ("chronic pelvic pain / pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy), surgery (underwent a laparoscopic supracervical hysterectomy), and surgery (underwent hysterectomy with. 'Bilateral salpingectomy due to complication). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, device dislocation, genital haemorrhage, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, dysmenorrhoea, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain and uterine pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. Diagnostic results: on (B)(6) , hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received " psychological or psychiatric problems condition: depression and mental anguish" event added. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)"), embedded device ("3rd coil was seen imbedded within the myometrium(per mr)"), device expulsion ("3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in a 36-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain (severe.), fibromyalgia (lupus.), menorrhagia and heavy periods (large clots in heavy menses.). Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin), insulin glargine (lantus) since 2011 and insulin lispro (humalog) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain / pain"), 1 year 10 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy, underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy, underwent a laparoscopic supracervical hysterectomy,salpingectomy (bilateral removal of fallopian tu and underwent hysterectomy with. 'Bilateral salpingectomy due to complication). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, device dislocation, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, abdominal pain, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, uterine pain and dysmenorrhoea was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2018: pfs received. Event outcome of abnormal bleeding (general) and dysmenorrhea (cramping) was updated as recovering / resolving. Event onset date of perforation (uterus) was added. Fup 5 and fup 6 were processed together. On 3-jan-2019: pfs received.concomitant drug were added. Fup 5 and fup 6 were processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)"), embedded device ("3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration"), device expulsion ("3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("autoimmune disorder - type of disorder : rheumatoid arthritis") in a 36-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papanicolaou smear abnormal, menstruation frequent, shoulder pain, multiple caesarean sections (2), appendectomy in 2012 and premature delivery. Concurrent conditions included abdominal pain (severe.), fibromyalgia (lupus.) Since 2014, menorrhagia, heavy periods (large clots in heavy menses.), diabetes since 2008, hypothyroidism since 2000, post-traumatic stress disorder and bipolar disorder. Concomitant products included alprazolam (xanax) since 2013, codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (vicodin), insulin glargine (lantus) since (B)(6) 2011, insulin lispro (humalog) since (B)(6) 2011 and lamotrigine (lamictal) since (B)(6) 2008. In 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain / pain"), 1 year 10 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine pain ("uterus pain"). The patient was treated with insulin, levothyroxine sodium (synthroid) and surgery (underwent a laparoscopic supracervical hysterectomy, underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy, underwent a laparoscopic supracervical hysterectomy due to complication and underwent a laparoscopic supracervical hysterectomy,salpingectomy (bilateral removal of fallopian tu). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, uterine pain, dysmenorrhoea and abdominal pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded patient used otc condoms from (B)(6) 2010 to prevent pregnancy and discontinued due to essure device implanted. The left cornu was grasped with a tenaculum and using the gyrus 5 mm cutting forceps, the left fallopian tube, ovarian suspensory ligament and round ligament were sequentially coagulated and transected. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-apr-2019: plaintiff fact sheet received : event "migration" was clubbed with the event "essure device location of device: uterus (device expulsion)". Event abdominal pain outcome was updated to recovering/resolving. Onset date of the event "dysmenorrhea" was updated. Concomitant conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("3rd coil was seen imbedded within the myometrium(per mr)"), device expulsion ("3rd coil was seen imbedded within the myometrium (per mr)"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain (severe.), fibromyalgia (lupus.), menorrhagia and heavy periods (large clots in heavy menses.). Concomitant products included vicodin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy),and surgery (underwent hysterectomy with. 'Bilateral salpingectomy due to complication). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, rheumatoid arthritis, menstrual disorder and female sexual dysfunction outcome was unknown and the pelvic pain and uterine pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered device dislocation, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain, rheumatoid arthritis and uterine pain to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received: events added from pfs- abnormal bleeding (general), apareunia (inability to have sexual intercourse), rheumatoid arthritis and pain clubbed to previous events. Reporter information, concomitant disease was added. Event 3rd coil was seen imbedded within the myometrium during morcellation was added from medical records. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)"), embedded device ("3rd coil was seen imbedded within the myometrium(per mr)"), device expulsion ("3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in a 38-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain (severe.), fibromyalgia (lupus.), menorrhagia and heavy periods (large clots in heavy menses.). Concomitant products included vicodin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, 1 year 10 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain / pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy), surgery (underwent a laparoscopic supracervical hysterectomy), surgery (underwent a laparoscopic supracervical hysterectomy), surgery (underwent a laparoscopic supracervical hysterectomy) and surgery (underwent hysterectomy with. 'Bilateral salpingectomy due to complication). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, device dislocation, genital haemorrhage, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain and uterine pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation uterus'), embedded device ('3rd coil was seen imbedded within the myometrium (per mr) migration of essure device location of device: uterus/migration'), device expulsion ('3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration'), genital haemorrhage ('abnormal bleeding (general') and rheumatoid arthritis ('autoimmune disorder - type of disorder : rheumatoid arthritis') in a 36-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2012, papanicolaou smear abnormal, menstruation frequent, shoulder pain, multiple caesarean sections (2) and premature delivery. Concurrent conditions included fibromyalgia (lupus.) Since 2014, diabetes since 2008, hypothyroidism since 2000, abdominal pain (severe.), menorrhagia, heavy periods (large clots in heavy menses.), post-traumatic stress disorder and bipolar disorder. Concomitant products included alprazolam (xanax) since 2013, codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (vicodin), insulin glargine (lantus) since (B)(6) 2011, insulin lispro (humalog) since (B)(6) 2011 and lamotrigine (lamictal) since (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain / pain"), 1 year 10 months after insertion of essure. In may 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), uterine pain ("uterus pain"), menorrhagia ("menorrhagi") and post procedural complication ("post procedural complication"). The patient was treated with abatacept (orencia), insulin, levothyroxine sodium (synthroid), methotrexate and surgery (underwent a laparoscopic supracervical hysterectomy, underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy, underwent a laparoscopic supracervical hysterectomy due to complication and underwent a laparoscopic supracervical hysterectomy,salpingectomy (bilateral removal of fallopian tu). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved, the embedded device, device expulsion, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown and the uterine pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded patient used otc condoms from (B)(6) 2010 to prevent pregnancy and discontinued due to essure device implanted. The left cornu was grasped with a tenaculum and using the gyrus 5 mm cutting forceps, the left fallopian tube, ovarian suspensory ligament and round ligament were sequentially coagulated and transected. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- menorrhagia, post procedural complication. Events outcome updated. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus)'), embedded device ('3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration'), device expulsion ('3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration'), genital haemorrhage ('abnormal bleeding (general)') and rheumatoid arthritis ('autoimmune disorder - type of disorder : rheumatoid arthritis') in a 38-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2012, papanicolaou smear abnormal, menstruation frequent, shoulder pain, multiple caesarean sections (2) and premature delivery. Concurrent conditions included fibromyalgia (lupus.) Since 2014, diabetes since 2008, hypothyroidism since 2000, abdominal pain (severe.), menorrhagia, heavy periods (large clots in heavy menses.), post-traumatic stress disorder and bipolar disorder. Concomitant products included alprazolam (xanax) since 2013, codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (vicodin), insulin glargine (lantus) since (B)(6) 2011, insulin lispro (humalog) since (B)(6) 2011 and lamotrigine (lamictal) since (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain / pain"), 1 year 10 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine pain ("uterus pain"), menorrhagia ("menorrhagi") and post procedural complication ("post procedural complication"). The patient was treated with abatacept (orencia), insulin, levothyroxine sodium (synthroid), methotrexate and surgery (underwent a laparoscopic supracervical hysterectomy, underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy, underwent a laparoscopic supracervical hysterectomy due to complication and underwent a laparoscopic supracervical hysterectomy,salpingectomy (bilateral removal of fallopian tu). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, uterine pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the embedded device, device expulsion, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 discrepancy noted: date of birth: (B)(6) 1974. On (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded patient used otc condoms from (B)(6) 2010 to (B)(6) 2010 to prevent pregnancy and disconctineud due to essure device implanted. The left cornu was grasped with a tenaculum and using the gyrus 5 mm cutting forceps, the left fallopian tube, ovarian suspensory ligament and round ligament were sequentially coagulated and transected. Patient received treatment for pain, bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus)'), embedded device ('3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration'), device expulsion ('3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus/migration'), genital haemorrhage ('abnormal bleeding (general)') and rheumatoid arthritis ('autoimmune disorder - type of disorder : rheumatoid arthritis') in a 38-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2012, papanicolaou smear abnormal, menstruation frequent, shoulder pain, multiple caesarean sections (2) and premature delivery. Concurrent conditions included fibromyalgia (lupus.) Since 2014, diabetes since 2008, hypothyroidism since 2000, abdominal pain (severe.), menorrhagia, heavy periods (large clots in heavy menses.), post-traumatic stress disorder and bipolar disorder. Concomitant products included alprazolam (xanax) since 2013, codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (vicodin), insulin glargine (lantus) since (B)(6) 2011, insulin lispro (humalog) since january 2011 and lamotrigine (lamictal) since (B)(6) 2008. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain / pain"), 1 year 10 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine pain ("uterus pain"), menorrhagia ("menorrhagi") and post procedural complication ("post procedural complication"). The patient was treated with abatacept (orencia), insulin, levothyroxine sodium (synthroid), methotrexate and surgery (underwent a laparoscopic supracervical hysterectomy, underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy, underwent a laparoscopic supracervical hysterectomy due to complication and underwent a laparoscopic supracervical hysterectomy,salpingectomy (bilateral removal of fallopian tu). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, uterine pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the embedded device, device expulsion, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2010. Discrepancy noted: date of birth: (B)(6)1974. On (B)(6)2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded patient used otc condoms from (B)(6)2010 to (B)(6)2010 to prevent pregnancy and discontinued due to essure device implanted. The left cornu was grasped with a tenaculum and using the gyrus 5 mm cutting forceps, the left fallopian tube, ovarian suspensory ligament and round ligament were sequentially coagulated and transected. Patient received treatment for pain, bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report for ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus)'), embedded device ('3rd coil was seen imbedded within the myometrium (per mr)/ migration of essure device location of device: uterus / migration'), device expulsion ('3rd coil was seen imbedded within the myometrium (per mr) / migration of essure device location of device: uterus / migration'), genital haemorrhage ('abnormal bleeding (general)') and rheumatoid arthritis ('autoimmune disorder type of disorder : rheumatoid arthritis') in a 38-year-old female patient who had essure (batch no: 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2012, papanicolaou smear abnormal, menstruation frequent, shoulder pain, multiple caesarean sections (2) and premature delivery. Concurrent conditions included fibromyalgia (lupus.) Since 2014, diabetes since 2008, hypothyroidism since 2000, abdominal pain (severe.), menorrhagia, heavy periods (large clots in heavy menses.), post-traumatic stress disorder and bipolar disorder. Concomitant products included alprazolam (xanax) since 2013, codeine phosphate; paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate; paracetamol (vicodin), insulin glargine (lantus) since on (B)(6) 2011, insulin lispro (humalog) since on (B)(6) 2011 and lamotrigine (lamictal) since on (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain / pain"), 1 year 10 months after insertion of essure. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine pain ("uterus pain"), menorrhagia ("menorrhagi") and post procedural complication ("post procedural complication"). The patient was treated with abatacept (orencia), insulin, levothyroxine sodium (synthroid), methotrexate and surgery (underwent a laparoscopic supracervical hysterectomy, underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy, underwent a laparoscopic supracervical hysterectomy due to complication and underwent a laparoscopic supracervical hysterectomy, salpingectomy (bilateral removal of fallopian tu). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, uterine pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the embedded device, device expulsion, rheumatoid arthritis, menstrual disorder, female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rheumatoid arthritis, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: on (B)(6) 2010. Discrepancy noted: date of birth: on (B)(6) 1974. On (B)(6) 2010, hysterosalpingogram showed no contrast seen beyond surgical material overlying both fallopian tubes consistent with occlusion. Linear filling defect at the region of the left cornua: synechiae cannot be excluded patient used otc condoms from on (B)(6) 2010 to prevent pregnancy and discontinued due to essure device implanted. The left cornu was grasped with a tenaculum and using the gyrus 5 mm cutting forceps, the left fallopian tube, ovarian suspensory ligament and round ligament were sequentially coagulated and transected. Patient received treatment for pain, bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, embedded device and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event uterus pain was updated to recovered / resolved. Patient's date of birth was updated. Date of essure insertion was updated. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menstrual disorder ("menstruation issues") and autoimmune disorder ("autoimmune reaction"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complication). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.